Event description:
The customer stated that he tested his blood glucose using his 2 contour meters. He received readings of 321 and 326 mg/dl using one meter, and 63 and 62 mg/dl using the other meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meters are to be returned for evaluation. Replacement products were sent to the customer.